Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 448 mg/dl at the time of incident. The customer treated for high blood glucose with bolus. The customer was reported that the insulin pump had no delivery alarm and motor error alarm. The customer was assisted with troubleshooting and assisted with troubleshooting for pump error. The customer was reported that they able to clear the alarm and able to rewind and the insulin pump was passed displacement test. The insulin pump will not be returned for analysis.